Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered during setup of peritoneal dialysis therapy on the homechoice (hc) device. The leak was noticed near the right hand corner of the hc door. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.